Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the e-sep pencil was not functioning as intended. The procedure was completed successfully; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure, the e-sep pencil was not functioning as intended. The procedure was completed successfully; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow-up report will be filed once the quality investigation is complete.